Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. The patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.